Event description:
A pt, under spinal surgery in 2000 with implantation of medtronic sofamor danek pedicle screw, experienced pain in back recently, underwent surgery in 2002. Pedicle screw noted to be fractured.